Event description:
It was reported to boston scientific that after opening the packaging & prior to insertion in the patient, the basket was checked. The basket would not close down for insertion through a ureteroscopy. The procedure was completed with another segura hemisphere stone retrieval basket. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
A functional check of the returned device found the basket is opened and cannot be closed. The sheath of the device is buckled at the handle strain relief.